Event description:
This is a spontaneous case report received from a non-health professional via news segment in united states on (B)(6)-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The consumer said that essure caused her to have a total hysterectomy. Follow-up received on 12-apr-2016 - (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Company causality comment:this non-medically confirmed, spontaneous case report refers to a female consumer who stated essure (fallopian tube occlusion insert) caused her to have a total hysterectomy. This event is listed in essure's reference safety information. If after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer related the performed surgery to essure; however neither the adverse events she experienced were specified nor was the exact medical reason for this surgery provided. Although limited information is available, it cannot be excluded that hysterectomy occurred as a consequence of essure therapy. Therefore, this case was regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. No active follow-up will be pursued, since this case was received from a news segment.